Event description:
The patient¿s first ins was non-rechargeable and did not last 13 months before needing to be replaced even though he was told it should last 3 years. Additional information has been requested.

Manufacturer narrative:
Product ID: 3387s-40, lot# v458446, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v458446, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative. Patient had an appointment on (B)(6) 2014. Additional information was requested but had not been received as of the date of this report.